Event description:
It was reported to boston scientific corporation that during a procedure using an advantage fit transvaginal mid-urethral sling system, as the physician was palpating with his finger, he perforated the bladder. The physician believes that the perforation was likely caused by his finger, but definitely not the advantage device or trocar. The physician repaired the perforation using sutures and aborted the procedure with no further complications to the patient, who was stable at the conclusion of the procedure.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.